Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
Over the course of 2 years, the patient did 3 separate comparisons on the aviva system that were taken on separate days. The patient does not recall specific dates. Customer reportedly received the following results on the aviva system within 10 minutes: 360's mg/dl and 180's mg/dl; 360's mg/dl and 150's mg/dl; and 360's mg/dl and 100's mg/dl. No adverse event reported. The patient no longer has the test strips used during the comparisons to gather the lot number. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.